Event description:
On (B)(6) 2018, a 21mm epic valve was implanted for surgical treatment of endocarditis affecting the native aortic valve and surgical repair of a ruptured sinus of valsalva was performed. During the procedure, excision of tricuspid valve vegetation and repair of the ruptured sinus of valsalva were completed. During a follow up visit after discharge, the physician noticed paravalvular leakage and a high gradient so a redo-avr was planned on (B)(6) 2018. At reoperation, the physician found the tissue around the aortic epic valve to be unhealthy from endocarditis with two sutures having cut through the tissue. The epic valve was explanted and the affected region of the annulus repaired with a strip of pericardium. A 19mm regents mechanical valve was used to complete the procedure. The patient was reported as stable.

Manufacturer narrative:
Events of paravalvular leakage and a high gradient were reported. The returned 21 mm epic supra valve w/flexfit had mild fibrous thickening of cusps 2 and 3. There was no evidence of acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence of a device malfunction and the physician reported the patient had comorbidities including unhealthy tissue around the valve due to endocarditis which may have contributed to the reported paravalvular leakage and high gradient reported.